Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device after a head trauma occurred.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by the reported external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has stopped hearing with the device after a head trauma occurred. There was no pain with stimulation reported. Re-implantation is recommended, however, due to the user's situation surgery may not take place soon.